Manufacturer narrative:
The reported event could be confirmed. Visual inspection: the inspection of the returned device reveals that the screw is indeed broken. Pattern of shear point on the screw is consistent with instant breakage. As reported in the initial event details, ¿patient weight bearing too early¿, this is consistent with pattern of shear point seen on the returned device. Little pieces of metal referred to in initial event details were not returned for evaluation and neither was the residual piece of the broken screw. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by not adhering to post-operative directives of IFU. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the patient's left foot was revised due to a broken screw. Possible cause reported as patient weight bearing too early. Intra operatively, little pieces of metal were found in the patient. The plate was inspected and had no visible damage. The threading of the screws was visibly degraded. Patient was revised to competitor devices. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's left foot was revised due to a broken screw. Possible cause reported as patient weight bearing too early. Intra operatively, little pieces of metal were found in the patient. The plate was inspected and had no visible damage. The threading of the screws was visibly degraded. Patient was revised to competitor devices. Rep reported that no further information will be released by the hospital or surgeon.